Event description:
Site reported undercorrections. Upon review of data provided by the physician it was determined that this pt did not exhibit an undercorrection; however, the pt exhibited a 1 line decrease in bcva at 1 month post-op in the left eye. This report is for the left eye. The right eye did not experience a decrease in bcva. At 1 mo post-op in the left eye. This report is for the left eye. The right eye did not experience a decrease in bcva. Add'l info has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem: codes provided by the MFR. This report mailed in to FDA on: 07/13/2007.